Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had high blood glucose and insulin pump is not working properly. Customer stated the insulin pump was working correctly, when he pressed esc it showed the graph and has not worked since three months ago. Customer has been treating with insulin pen for high blood glucose. The customer's blood glucose at the time of event was 400mg/dl. Customer's current blood glucose was 270mg/dl. The customer has been in communication with doctor regarding unexplainable high blood glucose.